Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the findings did not replicate or confirm the customer reported event. Failure analysis found the primary finding of could not reproduce the expected condition to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. No missing components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument reported a broken/missing input disk however this instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, one of the plastic cogs on the 8mm permanent cautery hook (pch) instrument was loose and came off after its second use. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the instrument was being removed from the robot at the end of the case when the issue occurred, the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. No fragments entered the surgical site, there was no injury to the patient and they have not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.